Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 552 mg/dl which was treated with insulin pen. The customer reported that insulin pump insulin flow block alarm. Customer confirmed insulin exits and she didn't receive any alarms. It was unknown whether automode was active or not at the time of the high blood glucose. The device will not be returned for the analysis.